Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred the chronic totally occluded (cto) target lesion was located in the right superficial femoral artery (sfa). A 300cm v-14 controlwire was advanced through a 14 rubicon guide catheter to cross the lesion. However, the tip of the wire broke off inside the target lesion. The guide wire was replaced by other wires and a stent was implanted to treat the cto lesion and at the same time trapping the detached tip to the vessel wall. The procedure was completed no patient complications were reported and the patient's status was stable.